Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, there was resistance advancing a prostyle device. The device was then unable to move forwards or backwards. Attempts were made to remove the device by lifting the lever up and down and adjusting the position of the device; however, the device was ultimately removed against resistance. Moderate to heavy bleeding occurred; however, no tissue damage was noted. Manual compression was applied; however, bleeding still continued. Hemostasis was achieved with a figure-of-eight stitch. The pfa procedure was cancelled. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.